Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the volume test" was not reproduced. Evaluation sent device for flow rate testing at a rate of 40ml/hr with a volume to be infused of 40 with a delivery result of 41.995 with error % of 4.9875 which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed the volume test in the biomedical service department. There was no patient involvement. No additional information is available.